Manufacturer narrative:
The device complaint of pacemaker in backup mode was confirmed. The backup condition of device was verified when received. The product code was downloaded and analysis was performed. Analysis performed including environmental and mechanical testing of the device indicated that the pacer exhibited normal device characteristics. Analysis of the field device image indicated the cause of backup was consistent with an anomalous integrated circuit (ic). Assessment of the total projected longevity was performed and the device was found to have appropriate longevity.

Event description:
The device was explanted to resolve the event. Additional information was suspected but was not available.

Event description:
It was reported that the device was found in backup mode. Abbott technical support was contacted but the device could not be reprogrammed. The patient was stable and will continue to be monitored. There were no adverse consequences.